Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 2.7, lab: 4.3. Therapeutic range = 2.0-3.0. Time between testing = 2 hrs. Pt self tester stated he was noticing excessive bruising on his body.

Manufacturer narrative:
Investigation pending.